Event description:
This is the nth time we are documenting a report of the capio slim open access suture capturing device. The same concern of not anchoring, very unsafe as it is a blind access approach when fired. Today, the patient bled and we have to open more supplies like floseal, more sutures to reinforce/redo stitches that gave up every failed attempt for anchoring.